Manufacturer narrative:
Section a2, a4, a5, a6: unknown/ not provided. Asku. (B)(6) 2023. Section b3: date of event: unknown, not provided. Best estimate of date of event is between sep 11, 2023 and planned explant date of (B)(6) 2024. Section d6b: if explanted, give date: unknown/not provided. Best estimate(B)(6) 2024. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular les (iol) was implanted, the patient had experienced extreme difficulty with glares and halos. It was noted that patient was affected with the glares making the patient "scared" to drive (doesn't drive as the patient is scared). The doctor will explant the lens and replace with a monofocal lens. No other information is available.